Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, during a transfemoral tavr case with a 26mm sapien 3 ultra valve, there was difficulty crossing the native annulus. Multiple attempts were made over 30 minutes. A surgical cutdown was performed to remove the system to prevent damage to the transfemoral artery and ensure that the valve and delivery system came out together. A second valve was deployed with no issues. The patient had difficult access, an almost horizontal aorta, and heavily calcified annulus. The device was discarded.

Manufacturer narrative:
The device was not returned for evaluation. 3mensio imagery from the site was evaluated, and the following was observed: calcifications present on patient aorta. Tortuous aorta measured 48 degrees. Undersized vessels present within patient anatomy (minimum luminal diameter (mld) must greater or equal to 5.5mm for 14f esheath per IFU). Tortuosity present within iliac arteries. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The lot history review was performed and revealed no other complaints relating to crossing difficulty or withdrawal difficulty. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU, patient screening manual, device preparation manual, and procedural training manual were reviewed. Based on the review, no IFU or training deficiencies were identified. As the complaints for crossing difficulty and withdrawal difficulty were unable to be confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since a product non-conformance could not be confirmed and no IFU/training manual deficiency was identified, escalation to a product risk assessment is not required. Since no edwards defect could be confirmed, no corrective/preventative actions are required. The complaints for crossing difficulty and withdrawal difficulty were unable to be confirmed as neither device nor applicable imagery was provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manuals revealed no deficiencies. As reported, "there was difficulty crossing the native annulus. Multiple attempts were made over 30 minutes" and "the patient had difficult access, an almost horizontal aorta, and heavily calcified annulus". Per 3mensio review, calcifications and tortuosity was present within patient aortic root. The presence of tortuosity in the vasculature, even more so the aorta, can make the pathway more challenging as the delivery system tracks through the anatomy. Subsequently this can lead and contribute to the reported difficulty felt when positioning the delivery system to cross the native valve. Additionally, it is possible that the presence of severe calcification of the leaflets could have obstructed the valve from properly crossing. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests patient factors (calcification, tortuosity) may have contributed to the reported event. As reported, "a surgical cutdown was performed to remove the system to prevent damage to the transfemoral artery and ensure that the valve and delivery system came out together". Per 3mensio imagery review, tortuosity and undersized vessels were present within patient iliac arteries (figures 3 and 4). It is possible that the thv was not retrieved into the sheath tip during withdrawal. If the valve is not retrieved into the sheath tip, it can expose the valve to the patient's tortuous and undersized vessel anatomy. Tortuosity and undersized access vessels can create a challenging pathway during the delivery system retrieval and can lead to a non-coaxial configuration of the valve. In this configuration, the proximal valve struts are exposed and can catch on the patient's vasculature which can prevent withdrawal. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests patient (tortuosity, undersized vessels) and/or procedural factors (improper withdrawal techniques, non-coaxial withdrawal (crimped valve)) may have contributed to the reported event.